Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection and sepsis could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including stroke, infection (local, driveline, and pump pocket), sepsis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to withdrawal of care from an intracranial hemorrhage and sepsis. The pump was not explanted and an autopsy was not performed. The outcome was considered to have been device or therapy related. The device parameters were within normal limits for this patient.

Manufacturer narrative:
Additional h6 codes: fever - 1858, chills - 2191, pain - 1994, confusion/ disorientation - 2553. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later reported on (B)(6) 2025, that the cause of the ich was due to the patient's international normalized ratio (>15), low platelet count, and an infection that gave the patient an increased risk for bleeding. No trauma was reported. The patient had recently completed a course of intravenous (IV) antibiotics (abx) for pseudomonas infection which became recurrent. The patient developed sepsis from the driveline infection and was admitted to the hospital. The week prior the patient's inr was within normal range. The patient symptoms, related to their infection, were fever, chills, drainage from exit site, and pain. The patient was alert and oriented upon admission and had acute mental status changes during their hospital stay. The patient was intubated for airway protection, given vitamin k and kcentra when diagnosed with ich and was treated with IV abx, and intravenous fluids (ivf) before death. The patient death was related to the serious infection from the driveline exit site.